Event description:
It was reported that the patient went to the hospital after hearing an alarm from the pump. Upon interrogation, it was seen that the motor had stalled and couldn't be restarted. The patient was hospitalized and a pump explant was planned. Ten days later, it was reported that patient had experienced withdrawal symptoms on the prior friday night. The alarm sounded about two hours later. Ten days after that, it was reported that the patient felt fine and was receiving effective therapy following the pump replacement procedure. The drugs used in this system were lioresal and dilaudid.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there was a gear train anomaly found and indicated as corrosion.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.